Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: evaluation revealed that the keypad cover was lifted at the ok button; all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and there was evidence of moisture under all button contacts. A visual inspection of the pump revealed cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the keypad cover was lifted at the ok button and all of the keypad buttons were intermittently unresponsive. There was evidence of moisture found under all button contacts. Evaluation also revealed cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/08/2017.